Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to moisture. The customer also reported that the device was cracked. Blood glucose level at the time of the incident was 126 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm or audio anomaly was noted. All operating currents were within specification and no unexpected low battery, battery out of limit alarm or off no power alarm was noted. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.